Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that she was wearing the device in bra and she sweat on it. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.